Event description:
A report was received that the patient has to charge more frequently. Patient database analysis shows that the device appears to exhibit premature battery depletion. Replacement of the ipg has been recommended.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. It was reported that electrocautery was used during the implant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001 rev. Ad).

Event description:
A report was received that the patient has to charge more frequently. Patient database analysis shows that the device appears to exhibit premature battery depletion. Replacement of the ipg has been recommended.